Manufacturer narrative:
The rt340 breathing circuit is not available in USA. The equivalent device for the USA is rt240 that consists of the mr290 humidification chamber, the inspiratory limb of the rt110 breathing circuit, and the adult version of an evaqua expiratory limb. The 510 (k) for the rt240 is k983112. The complaint device was visually inspected. Results: a hole was found in the evaqua expiratory limb approx 370 mm from the y-piece. The film around the hole is stretched and the outer mesh is distorted, a hole in the evaqua expiratory limb can occur due to external force from a sharp object or harsh edge e.g. Circuit hangers. The rt340 breathing circuit kit includes a fisher & paykel healthcare breathing circuit hanger, and the instructions for use state the following: "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." Conclusions: device failure was most likely related to user handling. Holes in the adult evaqua expiratory limb are a known problem with an occurrence rate of less than 0.018% worldwide for the last year. We continue to monitor all complaints for such faults.

Event description:
Reporter reported that the rt340 adult evaqua breathing circuit had a leak while being used on a pt in the itu. The breathing circuit was replaced when the leak was discovered. No pt consequence was reported.